Event description:
Tech alleged the siderail is not latching. No pt impact.

Manufacturer narrative:
The tech found the siderail center latch is rusted and will not pivot to catch. The tech cleaned and lubricated the siderail latch assembly to resolve the issue.